Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: gross osteolysis around the cup shell present in (B)(6) 2018 due to poly wear after 24-year implantation was left untreated during a first revision surgery and consequently the remaining marginal cup fixation failed prematurely within 15-months requiring a second revision surgery to solve this problem of cup osteolysis by exchange of the cup shell for an adm/mdm construct. Does the review identify any procedural related factors that contributed to the event? Suboptimal surgical decision making during the first revision in (B)(6) 2018 regarding non treatment of gross cup osteolysis does the review identify any patient related factors that contributed to the event? Weak bone due to rheumatoid arthritis could be considered but there are many surgical solutions for this problem does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that suboptimal surgical decision making during the first revision in (B)(6) 2018 regarding non treatment of gross cup osteolysis resulted in cup loosening.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell, liner, and femoral head were revised (there are no allegations against the liner or femoral head). The patient was revised to an mdm/ adm liner construct, titanium shell, and a new femoral head. Rep reported that the hospital and surgeon will not release any further information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell, liner, and femoral head were revised (there are no allegations against the liner or femoral head). The patient was revised to an mdm/ adm liner construct, titanium shell, and a new femoral head. Rep reported that the hospital and surgeon will not release any further information.